Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 130-135mg/dl fasting. Verified the strips expire 10/22/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: 1:76mg/dl (B)(6) 2016 08:29:00 am fasting:yes, 2:67mg/dl (B)(6) 2016 07:08:00 pm fasting:yes, 3:81mg/dl (B)(6) 2016 03:37:00 pm fasting:yes, 4:105mg/dl (B)(6) 2016 11:03:00 am fasting:yes, 5:143mg/dl (B)(6) 2016 08:23:00 am fasting:yes, memory concerns:67mg/dl (B)(6) 7:08pm. Customer called concerned their meter is registering low results because on (B)(6) 2016 at 4:00pm fasting the customer performed a back to back blood test with their meter and received a result of 67mg/dl and the doctors meter registered 99mg/dl.